Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) confirmed that power was present at the device and identified a failed drawer as the cause of the issue. The fse determined that the half-height cubie drawer 4.1 was faulty, replaced the drawer controller board, and successfully rebooted the device. Proper operation of the station was verified, and the user confirmed the ability to open and perform inventory on the drawer, with no further issues reported. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis device does not power on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.